Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the panel of the video system center was flickering. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reportable malfunction was reproduced. Additionally, another potential adverse event was noted where the upper left corner of the screen was missing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the panel and screen malfunctions were likely due to a defective main board. However, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.